Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are rupture, "soreness" and a knot close to the arm pit."

Event description:
Patient reported a right side rupture with "soreness" and a knot close to the arm pit". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b,g1, g2, h6.

Event description:
Patient's representative reported right side "the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue", "mental suffering", "emotional distress, anxiety", "significant mental pain and suffering, including emotional distress anguish and fear due to risk of developing bia-alcl¿, ¿mental suffering", ¿significant mental pain and suffering¿, ¿swelling¿, ¿pain, tenderness of the breasts, periodic nerve pain near incision location, debilitating physical pain¿. Device has been explanted.